Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Vessel morphology is unknown. The pt's aortic neck was reported to be short and reverse funnel shaped. The pt has a history of extreme obesity and was reported not to be a candidate for open surgical repair. It was reported that the bifurcated stent graft was deployed lower than intended and a 28 mm diameter x 3.75 cm length aneurx aortic extension cuff was selected for implantation. A guidewire was used to select the lowest renal artery to make sure that the renal arteries were not compromised. The aortic cuff was accurately placed and the renal arteries were patent post-procedure. It was reported that 24 hours post implant the pt stopped producing urine. Eval demonstrated that the aortic cuff had migrated 2 cm superiorly to just below the origin of the superior mesenteric artery. It was reported that the device was explanted 2 days later. No additional sequelae were reported and the pt is reported to be fine. The device was discarded and will not be returned for eval.